Event description:
It was reported that when a transcutaneous electrical nerve stimulation unit had been placed on the patients shoulder, the patient lost consciousness. The pulse generator exhibited noise episodes in both the atrial and ventricular channels. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.